Event description:
After an original fusion surgery in 2009, it was noted that the 08x11x26 mm ardis implant had backed out of the disc space. At about 63 days later, a revision surgery was performed to remove the ardis implant and reimplant a slightly larger, 10x09x26mm ardis implant. Additional information received from the sales representative three weeks later. The sales representative reported that in his opinion the disc space was not sufficiently prepped for the implant. There was still cartridge remaining on the end plates and they didn't seem to be as clean as they should have been for the implant. The ardis inserter was used correctly for implantation. The representative does not know how it was identified that the implant was backing out. About 2 months post original surgery, the patient underwent revision surgery to remove the implant and a slightly larger implant was inserted without difficulty.

Manufacturer narrative:
Product is not to be returned. Device manufacture date is unk. Evaluation is pending.